Event description:
A nurse reports a lens exchange was performed due to the patient's postoperative +1 hyeropia. The patient is recovering without sequelae.

Manufacturer narrative:
The returned intraocular lens was received with the optic cut in two pieces. Diopter verification was impossible due to the extent of the lens damage. While the manufacturer was unable to determine the origin of the damage, the investigation reasonably suggests the damage is not manufacturing related. Batch records were reviewed, no deviations associated with this event were noted and no similar reports were received for this manufacturing lot.